Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, see section e. H2: the returned tracker was analyzed. When connected to a known good system, the it displayed red status and would not track. A check of the em interface showed that coil #2 was not working. Both coils #1 and #3 were normal. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the registration error numbers were larger than usual, even after redoing the registration. The specific numbers were unknown. They continued, but the blade did not respond at all and did not show up on the CT. There was no patient involvement.